Event description:
In (B)(6) 2014, the patient¿s physician told her that the pump battery would need to be replaced soon. It was indicated that he had stopped the pump and supplemented her with oral medication. The physician said he would schedule the surgery, but the surgery had yet to happen. The reporter stated that the doctor kept giving excuses as to why the surgery had not yet been done. About a month prior to report, the patient¿s physician said that the pump would be shutting off around (B)(6). Around the time of report, the pump began to beep, though the reporter was not sure when the patient had started to hear the beeping. On the day of report, the pump started beeping three times and was going off about once an hour, though the reporter stated that it did not sound like the critical alarm. The patient was worried that the pump was making her sick, though the reporter did not think it was due to the medication. It was indicated that the patient¿s pump had reached end-of-service (eos) on (B)(6) 2015. The patient had experienced withdrawal symptoms and less than 50% therapeutic relief. The patient¿s previous implanter was aware and was trying to get her scheduled for a replacement, but the patient decided to seek a new physician. It was indicated that the patient was scheduled for a replacement on (B)(6) 2015, but the case was postponed. The reporter indicated that the case should get rescheduled. As of (B)(6) 2015, there was no patient injury. The device system had been used to deliver morphine. The outcome of the event had yet to be reported. Further follow-up was being requested to obtain additional information. It was further reported that, as of (B)(6) 2015, the patient still had the pump implanted, but the device was now inactive. The new healthcare provider (hcp) let the pump run out of batteries due to an infection. The hcp decided to try the patient on pain patches and oral pain medications instead; a company representative was there when the decision to no longer replace the device (due to infection) was made. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).